Manufacturer narrative:
Date of birth: 1941. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00783. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and 24mm watchman® closure device & delivery system (wds) were used. Before introducing the wds, the tip of the was noted to be kinked; however, the physician decided not to change it and use the dilator to straighten it. He introduced the dilator again, following the usual technique to avoid air introduction (fluid against fluid), and then removed the dilator again to introduce the wds. When introducing the wds, the physician noticed that the bleeding from the was valve was smaller and it was difficult to advance the wds through the was. The physician thought that it could be air at the tip of the device, although it was not completely clear in the angiogram. So the wds was removed and a new was going to be used. When preparing the new was (flushing it and before introducing it into the patient) the patient experienced st elevation, hypotension and second degree av block. Air was removed from the coronary artery. The issue was considered resolved. The procedure was not completed. Additional information has been requested, but is not available.